Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient wanted to increase their settings but was unable to using their patient programmer (pp). The patient replaced the batteries in the pp and received a screen with a picture of an ins with a battery over it. The patient reported that the stimulation stopped and they didn't know what to do. The patient then charged the ins for several hours. When the patient used the sync button on the pp, it connected to the ins right away. It was reported that the stimulation was on and the ins battery was half full. It was reported that the patient was having a lot of sudden pain in their right leg and foot. No further complications are anticipated.